Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was not adversely impacted. Tandem technical support attempted to follow up with customer, but did not receive a response.